Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of ¿120, 98, 89 and 115mg/dl¿ on the subject meter, obtained within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient does not currently take any medication to manage their diabetes. The patient reported developing a symptom of ¿shaking¿ sometime after the alleged inaccurate readings began but did not provide any further details. The patient denied receiving treatment for this symptom. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint was being reported because the patient developed a serious symptom associated with hypoglycemia after the alleged inaccuracy began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (03/05/2015). The patient¿s meter has been returned on 2/23/2015 and evaluated by lifescan product analysis on 2/24/2015 with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.